Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reports over the weekend or past 4 days (pt confirmed last wednesday) when going to charge it will charge to 100% and less than 24 hours will say battery empty recharge controller batteries soon. Patient services (pss) advised to check connections on the recharger telemetry module (rtm) and pt detected none. Pt states they have done a reset daily. The issue was not resolved. An email was sent to the repair department to replace the device. The manufacturer representative (rep) reported that the pt received the replacement rtm on (B)(6) 2022, and as of (B)(6)2 022, hadn't seen an improvement in ins recharging. The rep explained that since around (B)(6) 2022, the pt noticed that the ins was not holding a charge like it used to. The rep reported there were no changes in programs and the pt did not recall any changes in their stimulation usage or recharging schedule. Prior to this issue, the pt would charge around 4:00pm each day and that would last 2-3 hours. The ins charge would be at about 30% the next day around 4:00pm, which was when they would start their next charging session. Then, when the issue started, they were still charging around 4:00pm and would usually (not always) charge the ins to 100%, but now it was reaching 30% charge by early the next morning (instead of around 4:00pm). The rep met with the pt on (B)(6) 2022 and checked impedances, which were within a range of 1450-1900 ohms (contact 0 reference). They checked the recharge interval, which was 1.1 days with their current programming. The recharge diaries only showed sessions from (B)(6) thru (B)(6), and the ins was not always charged up to 100%. It was reviewed that the pt should keep a diary of their recharge sessions (starting charge, charge time, coupling, end charge), and then have the rep review the diary and compare it to the recharge diaries. A session report was also requested from the rep. Issue not resolved yet. The manufacturer representative (rep) reported they were still waiting to hear back from the patient regarding meeting up with them to address the patient's claim that their implant is not holding a charge "as long as it used to", and they have not yet met with the patient. The patient (pt) called back repeating their implant was not staying charged. The charging was supposed to last for 1.3 days but about 2 weeks ago pt started noticing they had to charge a couple of times a day and the implant would shut itself off. Patient services (pss) recommended pt to meet with a manufacturer representative (rep). The patient said they will be calling their rep.

Manufacturer narrative:
Concomitant medical product: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt rep called back after meeting with the patient (pt). Pt got their own log of recharge diaries and compared them to mdt rep's interrogation, showing multiple days/instances of charging their implantable neurostimulator (ins) to 100% (longer than normal, took 2-3 hours from depleted) at around noon, then fully depleted at 8:50 am when they woke up the next morning, thus less than the 1.1 recharge interval that was recorded 2 weeks ago. Pt's ins was depleted at the time of the call, so further impedance checks and recharge interval confirmation were unavailable. Mdt rep continued to suggest that pt had not recently received a new controller and that it might aid in faster recharge times, so email sent to repair to replace the controller. Mdt rep will call back today or when they meet next week after they have tried the new controller to look at impedance values on actively used contacts and to check the recharge interval against the recharge diary showing the ins going from 100% charge to depleted in less than 1.1 days. Additionally noted that pt reports no falls, changes in weight, or other changes they can think of that might have caused the ins to sit differently in the pocket. They reported using adaptive stim, but not increasing intensity or program rate, or any changes to their time in each position, specifically those that are programmed at higher intensities that might cause the ins to deplete at a faster rate.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot#serial#: (B)(6), product type: recharger, product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). Rep called and was with pt for further troubleshooting. Rep repeated the previously documented information and said pt is now having to charge their ins about twice daily and they were previously charging about once daily. Rep confirmed that electrodes 9 / 10 are programmed with the following impedance values 9-1630 ohms; 10-1720 ohms. Rep provided the following information from the recharge diary: on (B)(6) 40-90% 1.5 hours good coupling on (B)(6) 10-70% 58 mins excellent on (B)(6) 40-100% 40 mins excellent on (B)(6) 30-100% 1 hour excellent on (B)(6) 10-40% 1.1 hours fair on (B)(6) 20-100% 1.5 hours good on (B)(6) 20-100% 1.1 hours excellent on (B)(6) 10-100% 1.1 hours excellent on (B)(6) 10-100% 1.5 hours excellent on (B)(6) 10-80% 1.8 hours good the manufacturer's technical services specialist (tss) reviewed that it appeared that pt is only charging their ins once daily and the two days that they charged twice, it was because pt did not charge to 100% the first time. Rep confirmed that pt normally still has 40% battery left the following morning after they charge and now it's completely depleted within the same time. Rep confirmed that cycling is enabled 15:5 and adaptive stim is not enabled. Rep also confirmed that pt has not been reprogrammed and pt does not adjust intensity/settings. Rep confirmed pt's settings are as follows -6.2amps; 200pw; 1000 rate. Rep ran an energy check and the estimated interval was 1.5 days. The rep sent the logs in and the logs were forwarded for review.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and stated they met with a manufacturer representative (rep) and they had them move it to group b and they have tried that but can't turn it up very far because they get "jolting down my legs so I can't get relief because I can't turn it up high enough". Pt then moved to group c and it "did the same thing but it went down my right leg". Pt says the rep said to call to replace the battery pack. Patient services (pss) reviewed that battery pack has nothing to do with the stimulation they are feeling and to follow up with their healthcare provider (hcp) / rep.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the actions taken to resolve the jolting/ inability to get relief was the manufacturer representative changed programming. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.